Manufacturer narrative:
The information related to hospitalization detail was missing with initial report. The information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer was hospitalized due to high blood glucose of 400 mg/dl to 500 mg/dl. The user alleged the insulin pump was under delivering insulin due to the reservoir was filling up with air. The approximate size of air bubbles was 0.8mm. The customer was treated with bolus and infusion. The insulin pump will be returned for analysis.